Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted, concurrently with uphold, pinnacle and obtryx implants. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete bladder emptying, urinary tract infection and incontinence. It was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6) due to retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary/bowel problems, bleeding, dyspareunia and neuromuscular problems. It was reported that patient underwent mesh revision on (B)(6) 2011 by dr.(B)(6) at (B)(6) hospital.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.